Event description:
Hello, I bought replacement brushes for my oral b. Braun electric toothbrush a few months ago via (B)(6). For the second time, part of the brush fell off in my mouth. I was able to recognize what happened and get the part out of my mouth. But I should have to think what could happen if this occurred to a child or elderly person who doesn't know what broke in their mouth before they swallowed it. Document number: (B)(4). Report number: (B)(4). Jayray industries, inc. Retailer: (B)(6). Purchase date: (B)(6) 2019.